Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, customer tried to recover the drawer, but an error message stating requires maintenance was displayed on the screen, station was switched off, the power cord was unplugged, then reconnected, and the station was switched back on, but the issue persisted. The customer stated that there was a delay in patient during clinical workflow and user was able to remove and issue medications to the patient from a different station when necessary. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, customer tried to recover the drawer, but an error message stating requires maintenance was displayed on the screen, station was switched off, the power cord was unplugged, then reconnected, and the station was switched back on, but the issue persisted. The customer stated that there was a delay in patient during clinical workflow and user was able to remove and issue medications to the patient from a different station when necessary. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue by shutting down the station waiting a couple minutes and powering it back on and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.